Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to blood glucose. Event was resolved by customer leaving pump on table and delivering the remaining amount of insulin.